Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the device was not working for the past 2 years. Fluid loss was identified as there was no fluid and air was observed in the system. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the device was not working for the past 2 years. Fluid loss was identified as there was no fluid and air was observed in the system. A new inflatable penile prosthesis was implanted. No patient complications were reported.